Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance of 125 ohms on the non-boston scientific right ventricular (rv) lead. The patient was brought in clinic a couple days later and the shock impedance was 99 ohms at that time. The device data was reviewed and it was noted that the shock impedance has been gradually increasing. There was no noise on the electrogram (egm). A commanded shock test was done and the shock impedance measurement was 93 ohms. The physician elected to continue monitoring at this time. This product remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance of 125 ohms on the non-boston scientific right ventricular (rv) lead. The patient was brought in clinic a couple days later and the shock impedance was 99 ohms at that time. The device data was reviewed and it was noted that the shock impedance has been gradually increasing. There was no noise on the electrogram (egm). A commanded shock test was done and the shock impedance measurement was 93 ohms. The physician elected to continue monitoring at this time. This product remains in service. No additional adverse patient effects were reported. Additional information was received, this cardiac resynchronization therapy defibrillator (crt-d) was explanted due normal battery depletion and successfully replaced. No adverse patient effects were reported. This product was returned and analysis was performed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.